Event description:
A malfunction alarm was reported by the customer, identified as malf 9. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump, and after doing so, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears, which the customer acknowledged and understood.